Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated programming wand "failed numerous times in clinic." The battery was changed, "but it looks as if the battery connector is loose." The wand has been returned to the MFR and is pending product analysis.